Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = clear. Case type = ngp. Customer returned insulin pump for an alleged was hospitalized for high bgs found on (B)(6) 2022. Also, on case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged was hospitalized for high bgs found on (B)(6) 2022 and on case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged beeping anomaly and was hospitalized due vehicular accident found on (B)(6) 2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beeping anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer and a cracked reservoir tube lip were confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Beeping anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2022. Blood glucose reading was 770 mg/dl at time of hospitalization. Customer current blood glucose level was 275 mg/dl. Customer reported symptoms such as confusion, feeling sick, tired, weak, increased thirst and dehydrated due to high blood glucose. Customer tested positive for ketones. Customer was treated with intravenous insulin drip for high blood glucose. Auto mode feature was active or not at time of event was unknown. No further patient complication were reported. Device was return for further analysis.